Manufacturer narrative:
As reported, patient was diagnosed with breast cellulitis post implant of galaflex lite. The clinicians have assessed the patient¿s postoperative outcome as possibly related to the study device and possibly related to the procedure and not recovered/resolved. However, based on the information provided, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. Infection is listed as a possible complication in the adverse reactions section of the instructions-for-use, provided with the device. Note, this event is reported from clinical trial (B)(4). The product number: gflt0025ide and reported lot: lxjn0002 was made exclusively for use in the clinical trial. The product is not for general commercial use. The product code (gflt0025ide) is a ¿similar device¿ to gflt0025 (galaflex lite). As such there is no UDI included. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(4): the subject patient underwent surgery on (B)(6) 2025 during which a galaflex lite was placed. On (B)(6) 2025, patient was diagnosed with right breast cellulitis and was prescribed with antibiotics. The reported adverse event (breast cellulitis) has been assessed per clinicians as possibly related to the study device and possibly related to the procedure and not recovered/resolved. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of uade (unanticipated serious adverse device event).